Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to a bus error. After the device was restored from backup mode, the backup operation could be reproduced. The cause of the reported event is an anomaly in an integrated circuit.

Event description:
During device preparation prior to the initial implant procedure, the device was found to be in backup vvi mode. Another device was used for the implant procedure.